Event description:
Customer reported that the sensor did not accept her calibrations. Customer also reported that a friend of hers was in the hospital due to insulin overdose behind the wheel while using one of the insulin pumps. He had blacked out and drove into a ditch. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.